Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to a third part service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed a system leak & flow o2 verification system pre-test. The device's trilogy evo 3 way solenoid valve and proportional valve (aecm) needs to be replaced to address the issue. The parts were ordered, and the device will be repaired once they are received at the service center. Fco86600081 follow-up repair to be handled by a philips authorized service provider. If additional information becomes available a supplemental report will be filed. New information: the trilogy ev300 ventilator was serviced by a third part service center, and the customer¿s complaint was confirmed. The device's trilogy evo 3 way solenoid valve and proportional valve (aecm) was replaced to address the issue. The device passed all testing, and the system meets the specification for the performed service and is returned to use. Additionally, the proportional valve and 3 -way solenoid valve was returned to riql due to preventative maintenance performed. The technician did not confirm a problem with the proportional valve and 3 -way solenoid valve. Therefore, no further investigation of the proportional valve and 3 -way solenoid valve is required at this time. Box h conclusion code was updated.

Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to a third part service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed a system leak & flow o2 verification system pre-test. The device's trilogy evo 3 way solenoid valve and proportional valve (aecm) needs to be replaced to address the issue. The parts were ordered, and the device will be repaired once they are received at the service center. (B)(4). Follow-up repair to be handled by a philips authorized service provider. If additional information becomes available a supplemental report will be filed.